Event description:
This is a report of a patient who experienced a connection issue resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Prior to therapy, the patient¿s minicap fell off of the transfer set exposing the device to possible contamination. The patient later developed peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized but was treated with unspecified antibiotics for the event. The patient eventually recovered from the peritonitis. No additional information is available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The suspect lot number was manufactured between 08/15/2013 - 08/17/2013. The suspect lot number expires february, 2015. A review of all batch record documents was performed for potentially associated lot number gd895235 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed.